Event description:
It was reported that a loss of capture on the lv lead was observed. Lead dislodgement was noted. The lead was capped on (B)(6) 2017 and the device was reprogrammed to rv pacing only. No further information is available.